Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 415 mg/dl. Customer also reported motor error alarm. Customer was able to clear the alarm and was able to rewind the insulin pump. The device will be returned for analysis.